Manufacturer narrative:
The facility did not return the impella rp product for investigation. The data logs were returned for analysis. The root cause of the tear to the ivc was unable to be determined. (B)(4).

Event description:
An (B)(6) male was admitted with cardiogenic shock and had an aortic valve repair (avr) and right coronary artery repair. Post operatively an impella rp was placed. The placement of the rp was difficult due to tortuous pulmonary arteries. After four days of support the patient was deteriorating and he was treated for a hemothorax. The next day he was taken to the operating room where they were unable to determine the source of the bleeding. As his condition was not improving, the patient had his impella explanted. For a cannulation of ECMO. He required blood products (approximately 50 units), the abdomen was distended, and the medical team observed a tear to the inferior vena cava. The cause of the tear is not known. The family chose to withdraw care, and he expired.